Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged. There was no problem in the progress after placement of the closure device, and anticoagulation was recently discontinued as the possibility of a device related thrombus was considered low. Approximately 45 days after placement of the closure device, the patient experienced a cerebral infarction. A computed tomography (CT) scan and a transesophageal echocardiography (tee) were unable to performed. The patient was transferred to another hospital due to issues of renal function and the risk of aspiration pneumonia.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
H6: correction - patient code e0733 pneumonia removed.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged. There was no problem in the progress after placement of the closure device, and anticoagulation was recently discontinued as the possibility of a device related thrombus was considered low. Approximately 45 days after placement of the closure device, the patient experienced a cerebral infarction. A computed tomography (CT) scan and a transesophageal echocardiography (tee) were unable to performed. The patient was transferred to another hospital due to issues of renal function and the risk of aspiration pneumonia.